Manufacturer narrative:
Neither the delivery pusher nor the implant coil were returned for analysis. A microcatheter, a headway 27, was returned. Smash damage was observed in the middle of the catheter. The entire length of the catheter was x-rayed and no device (implant or pusher) was observed in the lumen. The root cause of the complaint cannot be determined because the device was not returned for evaluation; only the microcatheter was returned. The microcatheter was returned kinked, which could result in friction while advancing or retracting a coil within it. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that the embolization coil stretched while being placed in an aneurysm. During the attempt to remove the coil, the coil detached in the vessel. The pusher was removed and a guide wire was used to retrieve the detached coil from the patient. There was no reported patient injury. The patient's current condition is reported to be "fine."